Event description:
It was reported a patient underwent implant of an unknown size amplatzer amulet left atrial appendage occluder on (B)(6) 2022. Post procedure, the patient returned to the emergency room complaining of chest pain. An echocardiogram was performed revealing a pericardial effusion. The patient was hospitalized. A pericardial drain was placed for treatment and the drain was in place for several days until the fluid stopped. It was thought that the cause of the late pericardial effusion was the device. The patient was stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion days after the device implant procedure was reported. No additional information was received from the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.